Event description:
The hospital found that the neuron had a flattened tip upon removal from the package.

Manufacturer narrative:
Conclusion: this device is returning for eval and a follow-up MDR will be submitted upon completion of the device investigation. The DHR of this mfg lot has been reviewed. The review revealed that all appropriate inspections were completed per process monitoring requirements or 100% inspections where required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. All parts released met specifications.